Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient is experiencing deflated implants, and observed her breasts have begun to drop lower. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-06570 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor was provided with an updated event date of (B)(6) 2019. Manufacturer¿s reference number: (B)(4).